Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they turned the therapy off and it had been off because it was shocking them in the inside like they couldn't even poop and it was hurting them. Agent asked patient when they first noticed the shocking sensation and patient stated when the manufacturer representative (rep) first moved it; where it points to, it was okay for a little bit and then they don't know how long it's been, they guess a month and they've been waiting for a call from their rep ever since. Patient mentioned they feel like a laser was pointing to one area and it's right on their butthole and they cannot take it. Reviewed stimulation expectations. Emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they've left messages and were still waiting for them to call back.